Manufacturer narrative:
Visual evaluation revealed no damage to the power cord. Software evaluation: not required. Power cord functions as intended. It was reported that the power cord and power supply cord of the patient¿s pes were frayed. Power cord functions as intended.

Manufacturer narrative:
The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported exposed wires of the power cord to the patient electronics device. The patient electronics device power cord and power supply was replaced and there were no adverse consequences reported by the patient.